Event description:
It was reported that during a low anterior resection procedure, the surgeon fired the device across the tissue, visually checked the staple line and identified that the staple line was open at both lateral edges of the staple line and was leaking. Using a blue reload, they fired a second time resulting in the same outcome. The surgeon then used suture and did not feel comfortable it would hold. At that point the surgeon did an ileostomy to complete the procedure. It was not known if the pt required an additional hospital stay at the time. Pt is stable. Additional info has been requested.

Manufacturer narrative:
Info anticipated, but unavailable at this time.